Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a follow up poor p wave sensing was seen thus the lead was attempted to be repositioned. Upon attempting to reposition and retract this right atrial (ra), the lead dislodged into the atrial cavity, and the lead was then repositioned elsewhere in the atria but the helix failed to deploy using the correct technique, even when the number of rotations to extend the helix progressed beyond thirty turns. The ra lead was then removed to the bench where it was tested again and the helix failed to deploy. It as suspected that the helix was not deployed correctly during the initial implant.